Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a very low glucose reading of 47 mg/dl on a sensor, treated the low with an oral carbohydrate snack, and a subsequent fingerstick measured 152 mg/dl; the device problem and component were not specified beyond insufficient information. Symptoms included hypoglycemia with shaking and tremors. Outcomes included the need for unexpected medication intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no specific findings and insufficient information regarding a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.